Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported stripes in the unit's display. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on using ac power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. A faulty lcd assembly results in many lines appearing across portions of the display, though these lines do not interfere with reading measurements. Initial reporter phone number exceeded maximum allowable digits, (B)(6). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event, corrected data: